Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and the device was cracked on both plunger cases and had a damaged plunger cable. A review of the event history log found a motor rate error. Occlusion testing found that the motor rate error was replicated. It was determined the issue was due to normal wear of the main board. It was indicated that the device was over 11 years old. Based on the evidence, the root cause was attributed to normal wear of the device.

Event description:
It was reported that a request was placed with smiths medical to return a medfusion¿ medfusion® 3500 syringe pump for motor rate error. No information was reported that the product fault occurred while in use with a patient.